Event description:
Anchoring sleeve came off-was verified as present before implant. Follow up with the physician determined he could not find the sleeve anywhere so it "must have been in the venous system." There were no patient complications.